Event description:
It was reported via phone call that customer were experiencing low blood glucose. Blood glucose level at the time of the incident was 25 mg/dl. Customer was treated with food for their low blood glucose. Customer reported symptoms such as mental confusion and fainting. Customer was using insulin pump system within 48 hours of reported event. Customer states the pump fell down the stair well, when they gets fainting in the stair well. The insulin pump was completely damaged and did not turned on again. It was unknown if the customer was using auto mode at the time of event. No further patient complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.